Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The close door alarm was confirmed and reproduced while loading an IV set during the evaluation. It was determined that the alarm was caused by a failed lower link switch. As a result, the lower auxiliary which contains the link switch has been replaced.

Event description:
During baxter's functionality testing, a spectrum pump displayed a close door alarm when the door was closed. There was no patient involvement.